Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed a call service 052 alarm. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.